Manufacturer narrative:
The manufacturer previously reported received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. Section h6 medical device problem code was coded incorrectly on the previous report.

Manufacturer narrative:
Upon further review, the device not contain sound abatement foam that would be likely to cause or contribute to death or serious injury and is not in scope of res 88058. Therefore, there is no allegation of a reportable event associated with the device at this time.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleged visualization of particles. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation the device was evaluated. As per the external inspection found dark colored contamination was in the water chamber. The gross particle filter was clean and appears new. The ultra-fine particle filter also appears new. Product investigation laboratory observe no foam or black colored contaminate after the time the device was operated in the lab. The internal inspection found no evidence of contamination within the internal surfaces of the device and devices to be scrapped. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes unable to address the symptoms described and confirm the presence of contamination in the airpath.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.